Event description:
It was reported to boston scientific corporation that an injection gold probe device was found to have defective packaging. According to the complainant, the seal on a box was broken, which could potentially compromise the sterility of the product. There were no patient interaction with the device.

Manufacturer narrative:
The returned unit, as received, presents no obvious defects. The original packaging was not received with the unit. Based on the customers description, the seal on the box (tamper proof label) was broken; this label is located on the box and does not compromise the sterility of the product. The injection gold probe devices are individually packaged on blister trays that are heat sealed and then placed in a box to which the tamper proof is then affixed and the units at this time are placed into the shipper boxes. If the seal of the blister tray is not damaged or broken, the sterility of the product will remain. At this time it is not possible to determine when or how the seal broke. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release.